Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that multiple cadd solis pump administration sets from the same lot number were found to be defective upon attempting to prime. Lines either unable to prime beyond a certain point or required increased volume (>10cc) to prime entire line. No patient injury was reported.

Event description:
It was reported that multiple pump administration sets from the same lot number were found to be defective upon attempting to prime. Lines either unable to prime beyond a certain point or required increased volume to prime entire line. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned. The investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: b5:describe event or problem: updated; d1: brand name: cadd administration set with flow stop

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-10068. The report was submitted in error.